Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received no delivery alarm. The customer¿s blood glucose level was 235 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm noted during testing.